Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device was received inoperative and the logs could not be downloaded. This complaint is an ancillary service event. The reported issue was confirmed through the sample evaluation. Internal inspection found fluid ingress into the pneumatic system which caused the reported issue. The device was sent to servicing for scrapping. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. Device failed during evaluation, no patient involved.